Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an ascending colon cancer resection on unknown date and the absorbable adhesive barrier was placed under the abdominal wall before wound closure with ordinary method. One week after the procedure the patient was discharged. Then one week after the discharging, the patient had paralytic ileus symptom, and hospitalized again. After one month of hospitalization, the patient recovered and discharged. The surgeon opined there was a causal relationship with the absorbable adhesive barrier because paralytic ileus occurred after start to use the device.